Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. In-stent restenosis pts are listed as a special pt population (i.e., the safety and effectiveness of the jetstream g3 system has not been established in this group of pts) in the IFU.

Event description:
The jetstream g3 was advanced to treat a 35cm in-stent restenosis (irs) lesion located in the superficial femoral artery (sfa). After two passes using the minimum diameter mode, the device was sticking on the guidewire. While withdrawing the device off of the guidewire using retraction mode, it was noticed that the distal tip became detached. On review, the distal tip was left in the distal sfa and the physician proceeded to stent the tip in place. Treatment was finished with ballooning and no further complications were observed.